Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data was received and analyzed. Analysis of the device memory indicated a p-wave amplitude measurement issue. P-wave amplitude was consistently below 2mv. Analysis of the device memory indicated atrial undersensing information. Very low p-wave amplitude was responsible for undersensing as seen on the stored egms. (B)(4).

Event description:
It was reported that right ventricular (rv) lead thresholds increased into a high range with non-capture noted. Undersensing of r-waves was also observed. No programing changes were made and the lead remains in use. It was also reported that the right atrial (ra) lead was undersensing p-waves. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.